Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014. Prior to opening the device and removing it from the package, a 1 to 2 cm hole in the middle of the package was found. Another like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Conclusion: the actual device with a damaged tyvek lid, without a case or carton, was returned for evaluation. Upon visual inspection, the lid has a puncture in it. It appeared that a foreign blunt object left a drag mark just above the hole where it went into the blister. The contents were not disturbed and there were no visible signs of any fragments or other damage. No conclusion can be drawn at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.